Manufacturer narrative:
Other applicable components are: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving prialt and dilaudid at unknown concentrations and dosages via an implantable pump for spinal pain. It was reported that the patient had a return of pain. The pain was the same pain the pump was implanted for and the pump was covering the pain prior. There was no out of box failure and no medical or therapy problem associated with small parts reported. The patient had an appointment for a dye study on (B)(6) 2017. It was considered a sudden change in therapy/symptoms. The patient stated that the healthcare provider (hcp) thought the catheter was collapsing. The patient was having to take over the counter oral medication for the break through pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.